Event description:
As reported by the user facility: customer reports; "there was soot from/on the ac power module... We do not know if medication leaked onto the power cord." No pt injury.

Manufacturer narrative:
(B)(4). The actual device involved has been received and the investigation is ongoing at this time. A follow up report will be submitted when the investigation becomes available. (B)(4).